Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the powerpicc was confirmed, and the cause appears to be use related. One 4fr s/l powerpicc was returned for investigation. The catheter extended 45.2cm from the distal end of the bifurcation. The catheter exhibited deformation from expansion between the 32 and 34cm depth marks. The catheter wall had thinned and split open in the longitudinal direction. The deformed section of catheter was translucent. The characteristics of the observed damage are consistent with rupture due to over-pressurization. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. A functional test revealed that fluid leaked from the longitudinal split when the lumen was infused with water. The wall thickness distal to the deformed region of the catheter was found to be within specification. The reported inability to flush and aspirate indicated that the lumen was occluded. A recommended flushing and maintenance procedure is provided in the IFU to prevent occlusions within the catheter and damage to the device. The IFU states, ¿if resistance is met when flushing, no further attempts should be made. Further flushing could result in catheter rupture with possible embolization. Refer to institution protocol for clearing occluded catheters.¿ no further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the PICC line was not aspirating or flushing. The nurse administered cathflo twice but this did not resolve the issue and they decided to remove the catheter. Once the PICC was removed, it was noted that there was a ¿lesion" in the distal end of the catheter. A new PICC was placed successfully. No patient harm reported.